Manufacturer narrative:
Investigation: this issue was identified during an internal evaluation of available run data files. No on-site performance was performed on the device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: user interface issue - the patient weight was entered incorrectly by the operator. Correction: optia field action 24 will address this issue by releasing a safety notification to all optia users to express the importance of entering the correct patient data and following the operator's manual and on-screen prompts. Corrective and preventive action: an internal CAPA has been initiated to address entry error issues. Optia field action 24 will address this issue by updating all optia devices in the field to software version 11.3. This software version will allow the optia device to determine if entered patient height and weight combinations are feasible.

Event description:
During an internal evaluation of procedural run data files (rdfs), it was found that the customer had entered an incorrect weight for the patient. As a result, this run was identified as having patient data entered that led to an unreasonable patient body mass index. This event was identified during an internal investigation, not reported by the customer, therefore patient outcome is not available. Patient information is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
This issue was identified internally. There was no adverse event reported, therefore, patient identifier, age, and gender are not reasonably known. Patient weight was obtained from the run data files that were analyzed. Entered height of patient: (B)(6) cm. Entered weight of patient: (B)(6) kg. Calculated bmi: (B)(6). Actual height of patient: (B)(6) cm. Actual weight of patient: (B)(6) kg. Actual bmi: (B)(6). Protocol performed: therapeutic plasma exchange.